Event description:
It is reported that in 2005 the pt underwent total hip replacement. The plastic trial femoral head was placed on the femoral stem. The trial head fell off the stem and went around the back of the pt's acetabulum. The surgeon made a joint decision not to cause by more trauma to the pt by retrieving the head. The trail head remains implanted.